Event description:
Patient presented back to the physician with purulent discharge at the chest incision site. Physician suspected an infection and prescribed antibiotics. Physician brought the patient into the or two weeks later and noted the sense lead had eroded through the chest incision site with a confirmed infection. Physician removed the ipg and sensing lead and closed the incision. Patient to continue previously prescribed antibiotics.

Event description:
Patient presented to the physician with wound dehiscence at the chest incision site. On examination, the incision appeared red and swollen, raising suspicion of infection. Physician brought the patient into the or, opened the chest incision, removed granulated tissue, flushed the ipg pocket with antibiotic powder, re-sutured the ipg and sensing lead, and closed. Postoperative antibiotics were prescribed.